Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of high intraocular pressure and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced foreign body sensation, tearing not device related), elevated iop of 38 mmhg, and xen®45 gts completely dislodged in the right eye against the xen®45 gts. The device has been explanted and replaced with another xen®45 gts. The events have been resolved.